Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient device stopped helping and leads had impedance. The patient underwent an implantable pulse generator (ipg) system explant procedure. The explanted device components were not returned due to hospital policy. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in several months prior the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7124308, UDI: (B)(4), product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7124625, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device stopped helping and the leads had impedances. The patient underwent a scs system explant procedure. The explanted device components were not returned due to hospital policy. No further information has been obtained despite good faith efforts.